Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs system stimulation was no longer effective. The patient stated she would like to have her scs system. Surgical intervention may be taken to address the issue.